Event description:
During aaa repair in 2007, while progressing with the case, the physician was at the step where he was to pop the top cap to release the supra renal stent. The first incident was that the trigger wire was very tight and hard to take off, but with some manipulation it came off. Then, when he was advancing the metal cannula, the cannula was fully advanced and the top cap would not move up to release the barbs. Again, with much manipulation by the physician, he was able to get it off. Paying special attention to placement, so when the barbs were opened, they were in perfect position. The rest of the procedure went well. Pt is doing fine.

Manufacturer narrative:
No product was returned to assist in this investigation. Based upon the information provided we are unsure why the customer experienced problems. We will continue to monitor this type of event.